Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicked or gouged) and that it is fractured. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent knee procedure. During the procedure, while the impacting the tibia, the tibial impactor was fractured. No adverse events have been reported as a result of the malfunction.